Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that the loss of connection was related to the g5 mobile application. No additional event or patient information is available. Data was evaluated and the reported loss of connection was confirmed. A root cause could not be determined.